Event description:
It was reported that a proxis device was selected for use. This was the physician's first case using the device and the st. Jude medical sales representative was present, training the physician. Angiomax and integrilin were given (dosage unknown), and direct stenting of the saphenous vein graft (svg) to the diagonal was performed. The proxis was used according to protocol, and sandy embolic debris was aspirated after the direct stenting. Angiographic improvement was then noted. The physician then post-dilated the stent. Proxis was used again according to protocol, with significant clot aspirated. Angiography then revealed a no reflow phenomenon. Proxis was used without the balloon for clot aspiration repeatedly. The proxis was removed so that an export catheter could be used. Significant clot was again aspirated. The patient became unstable, and two other physicians joined the team to assist. Additional medications were given (type and dose unknown), including ic verapamil (dose unknown), as well as multiple medications to stabilize the patient's pressures and heart rate. The patient was intubated and a balloon pump was inserted through the left groin. When the IV site was checked in the arm, it was noted that it had infiltrated, therefore, systemic anticoagulation was infusing into the patient's arm tissue rather than the bloodstream. It was unclear how long that was occurring. The systemic drugs were administered by a travelling nurse, and this was her first case in this hospital. Once the IV infiltration was discovered, ic angiomax and ic integrilin (dose unknown) were given repeatedly. When the active clotting time (act) was checked, the patient was therapeutically anticoagulated; however, significant clot was still present. A second proxis device was opened and used for soft thrombus aspiration, as well as the export catheter. Ballooning of the areas that were clotted was done. Eventually a couple of stents were placed (distal of the original lesion) to attempt to open the native vessel where it was clotting. Some flow was re-established. The patient was stable on a balloon pump and respiratory support when discharged from the cath lab to the hospital coronary care unit (ccu). That night the patient experienced gastrointestinal bleeding, therefore the integrilin was discontinued. Early the next morning, the patient died.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.